Event description:
The account alleged the bed was going into trendelenburg by itself.

Manufacturer narrative:
The tech found the trend switch on the control panel was defective. He replaced the entire footboard to repair the bed.